Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that "the device appeared to have irregular suture loops, so they did not use it." It was reported that the procedure was completed using an alternate device; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture had multiple knots in the ligator.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots in the ligator. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached. The device was observed under magnification, and both the ligator housing teeth and the suture hole were in good condition. The ligator housing had the suture thread out of place but the suture thread was in good condition and contained the seven knots. No other problems with the device were noted. The reported event of suture have multiple knots in the ligator was not confirmed; however, upon analysis, the ligator housing had the suture thread out of place (separate). The suture thread was in good condition and contained the seven knots but looked irregular due to separation. This condition could have been generated due to perhaps the manipulation or technique used at the time of removing the shrink wrap and setting up the device. Based on the information available and the device condition, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots in the ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During preparation, it was noticed that "the device appeared to have irregular suture loops, so they did not use it." It was reported that the procedure was completed using an alternate device; however, it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture had multiple knots in the ligator.